Event description:
Hernia stapler tip fell off while in use. During the procedure the tip of hernia stapler broke off inside of the patient. The broken piece was removed from the patient and procedure continued with no harm to the patient. Multifire endo hernia stapler 4.0, covidien 174027.